Event description:
Received my dreamstation 2, replacing dreamstation 1 recall. Upon using it I had same reoccurring issues of sinus problems, breathing, throat irritation, and headaches. Used external filters on dreamstation 1 to stop debris. So I used same external filter on dreamstation 2. Right off no issues and slept better. Within 3 to 4 weeks white filter was gray in dreamstation 2 just like dreamstation 1. Called to let philips know, they took sn (serial number) and issues and gave a ref # (reference number). Offered thru (B)(6) where I got mine thru to possibly try other brand. Declined cause wife got one thru medical place and smelled like a chemical in it. Never got it out and caused her throat irritation and bad headaches. Do not remember brand of it though. Discussing with (B)(6) now to get filters even tho philips says not to use them even though it keeps matter out my body. If the dreamstation 2 has a possibility of burning, smoking, causing shocks, why haven't the FDA recalled that one also? Thank you for your time, (B)(6). Reference report: mw5153832.